Event description:
This 86 yr old female had a previous pacemaker implanted in 1986. The ventricular lead was interrogated & found to have extremely high thresholds with very poor sensing & the high resistance. Ventricular resistance=1900 ohms, threshold=greater than 5 volts, sensing 7.5 millivolts. Please refer to MDR report # 00008 for more details re; generator.